Manufacturer narrative:
Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Pump received with missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube. Unit received with cracked case at reservoir tube window corner.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported reservoir compartment was damaged and was no longer holding reservoir in place; reservoir continued to fall out. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.